Event description:
Reportable based on device analysis completed on 04july2024. It was reported that crossing difficulties occurred. The 75% stenosed target lesion was located in the severely calcified mid right coronary artery. However, during the procedure, the device failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon burst.

Manufacturer narrative:
The device was returned with analysis. A visual and tactile inspection revealed a longitudinal tear along the main body of the balloon. No issues or damaged on the hypotube shaft profile. A microscopic analysis revealed the inner lumen located inside the balloon material was stretched. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.